Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument da vinci product to perform failure analysis. Fa was able to confirm/reproduce the reported complaint. The instrument exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.061¿ x 0.080¿. There was material missing. Additional observation(s) related to customer reported complaint: the instrument was found to have a detached fragment from the tube extension. The fragment was approximately 0.061¿ x 0.080¿. The fragment was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of the failure mode scratch marks /abrasions instrument tube extension are attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover installation/removal can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar curved scissors instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that prior starting a da vinci-assisted surgical procedure, the insulation of the monopolar curved scissors instrument was chipped. The procedure was completed with no reported injury.